Event description:
Approximately fifteen months post implantation, the patient was admitted for gastrointestinal bleeding. She was treated with packed red blood cells and had active bleeding sites cauterized. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a female patient had a gastrointestinal (gi) bleed. She was admitted to the hospital and underwent an esophagogastroduodenoscopy (egd) which found a source of bleeding in the duodenum that was successfully treated. She also received three (3) prbcs to treat anemia from the bleeding. She was discharged home. The pump remained implanted and was not returned to the manufacturer for evaluation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.